Event description:
It was observed during the device inspection that the videoscope exhibited foreign material on the biopsy channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the investigation, a definitive root cause could not be established and the foreign material could not be identified. Olympus will continue to monitor field performance for this device.